Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, per medwatch, spontaneous, patient reports that pump serial (B)(4) may be infusing faster than programmed since she experienced vomiting and diarrhea and pump ran dry after 6 hours. No other information known. Unknown if medical doctor is aware. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Product lot number and expiration date were systematically retrieved from the dispensing system. The reported product fault did occur while in use with the patient, product issue did cause or contribute to patient or clinical injury. Medical intervention was not provided, the actual device is available for investigation. We replaced the device and the patient did have a backup device they were able to switch to and was able to successfully continue their infusion.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals are removed, and the device is in good physical condition. The device's event history log was reviewed for evidence of the reported event, found "high pressure" and "upstream occlusion" alarms. To conduct functional testing three separate delivery accuracy tests were performed. Upon testing, the device was found to be slightly over the manufacturing specifications of plus/minus 3 percent. Reported customer problem could not be duplicated. It is recommended to replace the explore assembly with a downstream occlusion sensor and upstream occlusion sensor. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.